Event description:
It was reported that the device displayed false elective replacement indicator. It was noted that the programmer software and interrogation of the device will correct the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.